Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had tenderness over the ipg pocket site. It was confirmed that there was a damage with the scs leads just above the ipg (MFR report number: 3006630150-2019-06579). It was also reported that there was a breakdown (mechanical) of ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.